Manufacturer narrative:
The 4f pro PICC was returned for evaluation. Visual inspection confirms the complaint as the lumen has burst at the 9cm mark. During the decontamination process the device was flushed with no resistance noted. However, when a .018" guidewire was inserted into the distal end of the lumen the guidewire stopped approximately 2 cm in. Additional force was used to dislodge the obstruction which was noted to be dried blood. Under magnification a very slight extrusion line can be seen on the lumen on either side of the burst. A supplier corrective action request was issued to the contract manufacturer for a similar event. The contract manufacturer took relative measurements of the returned device at proximal to, distal to, and at the burst location. All measurements revealed the lumen was within tolerance. Under magnification an extrusion line was noted on the lumen in-line with the burst. This extrusion line is only detectable under magnification and cannot be noted during normal inspection. A cross section was done of the lumen to determine if the extrusion line had any effect on the dimensions/wall thickness of the lumen. It did not. As a result, it was determined the extrusion line is not correlated with the reported complaint event. A review of the manufacture records for the lot number reported revealed the device was manufactured according to specification with no non-conformances or abnormalities. The device was implanted 1 day prior to the incident. Possible causes for catheter rupture include but are not limited to flushing or power injecting against an occluded lumen, exceeding the maximum flow rate, failure to ensure patency of the catheter, and failure to warm contrast to body temperature prior to power injection. These are all noted in the instructions for use for this device. The investigation revealed no evidence to suggest the lumen burst was related to the manufacture process. A definitive root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Analysis of the returned device will be performed. Additional investigation will be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had faulty PICC line, flushing but unable to aspirate blood and patient complaining of pain above the insertion site whenever line is used. Line removed and came out complete, however we noted a rupture on the line at 8cm mark.